Event description:
This child suddenly lost response to sound after he fell and hit his head on the implant side. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery occurred in 2004.